Event description:
It was reported that caller experienced cgm error 42 while using g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, after which error did not recur and sensor session was successfully started, and pump replacement was arranged under warranty with instructions to place existing pump in storage mode, transfer pump settings, reconnect cgm to replacement pump, and return problematic pump using prepaid label, which customer understood and acknowledged.